Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed the issue ¿no flouro¿ and there was a issue with power supply. Review of the log file indicates power issues. Upon further inspection, fse checked the system and confirmed that there was a problem with 3-phase supply. Fse corrected the 3-phase supply. After correcting the 3-phase supply, the system was returned to use in good working order. External power failures or outages may occur that can cause the azurion or allura system to cause no flouro issues. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion or allura device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that there is no fluoro exposure. The device was in clinical use. It is unknown if there was patient harm. Philips has started an investigation of the complaint.